Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results & conclusion) and the device was used in accordance with labeled indications (results). The pt's symptoms of difficulty in breathing, a sensation of throat closing and a constricted airway are deemed potentially serious in nature. The pt went to the emergency room but no medical report or diagnosis was provided. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product caused or contributed to the pt symptoms. Since the invisalign product was being used at the time of the reported symptoms, and the treating doctor considers this event to have been potentially serious or life threatening to the pt, an MDR is being filed.

Event description:
On (B)(6) 2011, the treating doctor reported that the treatment started on (B)(6), 2011, using aligner stage #1. The pt reported symptoms on (B)(6), 2011, of difficulty in breathing, a sensation of throat closing and constricted airway. According to dr swift there is no allergy history reported and the pt is not currently taking any medications. The pt went to the ER but no medical report or diagnosis was provided. According to dr swift there is no indication of anaphylaxis or hereditary angioedema on the pt's medical history. Dr swift considers this event was a serious or life threatening to the pt.